Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic surgical console valve was not opening and there was no fluid. The procedure details and patient harm was not reported. Additional information has been requested.

Manufacturer narrative:
Corrected information provided in h.6 the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative, examined the system, but did not replicate the reported event. Unrelated to the reported event, the ar performed preventative maintenance (pm), replaced the xenon lamp, and the footswitch cable. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problems. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).